Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30th september 2025, it was reported by an arthrex employee via email that for an ar-2324pslc-1, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, the surgeon was using the swivelock as a secondary fixation and on implantation, he impacted the anchor and it split in half. This was detected during use in an acl reconstruction procedure on (B)(6) 2025. The procedure was completed successfully as another anchor was opened.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.